Event description:
A crx device was implanted in a pt on (B)(6) 2013. The pt complained of pain during a f/u visit and it was determined that the implant was broken. Sonoma was notified, and a subsequent surgery was performed (B)(6) 2013 to remove the device. The x-rays, which were rec'd, shows the device was not implanted deep enough. The device was returned.

Manufacturer narrative:
The pts xray's confirm that the device was not placed according to the IFU and surgical technique guide. The f/u x-rays showed the device fractured through the wavibody at the medical edge of the fracture line, which was confirmed by analyzing the returned implant. Sonoma's surgical technique guide clearly specifies the minimum implant depth to ensure adequate fracture support. The surgeon did not follow the instructions for use and failed to place the implant to the specified depth, leading to implant failure.